Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced seizures. Emergency medical services was called and to the patient¿s house and took measurements. The cgm was reading 4.1 mmol/l and the blood glucose reading was 2.9 mmol/l. The patient was taken to the emergency department (ed) but no treatment was documented. She was discharged after a couple of hours. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.